Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/25/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2014 with the following results:a visual inspection of the pump confirmed the cracked battery compartment. Evidence of moisture corrosion was found in the battery compartment; the pump failed a leak test due a battery compartment leak. The pump cover was removed and no further internal moisture was found. Unrelated to the complaint, the audio bolus button cover was detached.